Event description:
It was reported that during a surgical procedure at the user facility the saw was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Corrosion was discovered on bearings, motor and other components throughout the device. The corroded bearings and motor can be a cause of overheating.